Event description:
It was reported that twenty-three bd¿ needle ns flt grd had chunks of metal/silvers at the tip of needle. Customer¿s verbatim: ¿ alcon 460053 (05-8015 / 23ga 1-1/2" retrobulbar) 48,000 out of 80,000 were rejected for chunks of metal/slivers at tip hole / non-conforming samples: 23. Sample size: 80 per bag. Bag # 1 = 1 chunks of metal/slivers at tip hole. Bag # 8 = 2 chunks of metal/slivers at tip hole. Bag # 9 = 6 chunks of metal/slivers at tip hole. Bag # 10 = 3 chunks of metal/slivers at tip hole. Bag # 11 = 5 chunks of metal/slivers at tip hole. Bag # 12 = 6 chunks of metal/slivers at tip hole. Batch number: 8249892. Discovered: (B)(6) 2019¿.

Manufacturer narrative:
H.6. Investigation: 22 samples were received in six separate plastic bags. All of them were inspected under the microscope finding no foreign matter on the needle or on any other area or any other defect therefore failure mode could not be verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twenty-three bd¿ needle ns flt grd had chunks of metal/silvers at the tip of needle. Customer¿s verbatim: ¿alcon 460053 (05-8015 / 23ga 1-1/2" retrobulbar) 48,000 out of 80,000 were rejected for chunks of metal/slivers at tip hole / non-conforming samples: (B)(6), sample size: 80 per bag. Bag # 1 = 1 chunks of metal/slivers at tip hole; bag # 8 = 2 chunks of metal/slivers at tip hole; bag # 9 = 6 chunks of metal/slivers at tip hole; bag # 10 = 3 chunks of metal/slivers at tip hole; bag # 11 = 5 chunks of metal/slivers at tip hole; bag # 12 = 6 chunks of metal/slivers at tip hole. Batch number: 8249892, discovered: (B)(6) 2019¿